Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that several spectrum pumps constantly displayed the downstream occlusion message. Some of the pumps were not set to the medium setting. It was also reported there was no patient injury or medical intervention.